Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that with the ins, it used to shut off if they walked through metal detectors.